Event description:
The customer reported that the monitor cart cable was damaged and there was no image.

Manufacturer narrative:
(B) (4). The ge service rep substituted the video wire with another one. The system operates as intended.